Manufacturer narrative:
This facility did not use the fixing rubber to attach the device dh-17en2 to the endoscope, and did not follow the instruction manual. It was determined that the cause was that the device had not been attached correctly. For this reason, this facility was trained in the correct attaching method. Fujifilm was not able to obtain information such as the date of the event, patient information, etc. From the facility. Three cases of the same phenomenon have occurred at this facility. For this reason, the other two cases are reported as 3001722928-2025-00002 and 3001722928-2025-00004.

Event description:
The device dh-17en2 which was attached to the endoscope used for endoscopic examination were detached from the endoscope and fell into the digestive tract. The device was retrieved from the digestive tract using a forceps. The procedure was completed without harm or injury.